Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four and a half years after implant, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection with discomfort. It was noted that the patient had been to the emergency department several times for soreness and that the incision closed ¿beautifully,¿ however, the patient noted that ¿it never felt normal.¿ no further patient complications have been reported as a result of this event.